Event description:
The device was returned as it was reported the pump stopped building pressure on the downstream occlusion at 7psi (pounds per square inch) and never alerted. The event occurred during testing. The results of the investigation confirmed that the pump was not building pressure. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation with no evidence of physical damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing confirmed the complaint, with failures observed during downstream occlusion and delivery accuracy testing due to defective camshaft and valves. The root cause was identified as defective camshaft/valves and contamination/damage of the uso sensor and seal. The camshaft, valves, expulsor assembly, uso sensor, and seal were replaced to correct the issue.